Event description:
It was reported that the patient has a history of ventricular tachycardia. The patient had polymorphic ventricular tachycardia on (B)(6) 2022 which resolved after one shock from the patient's automatic implantable cardioverter defibrillator (aicd). On (B)(6) 2022 the patient had another episode of ventricular tachycardia. Anti-tachycardia pacing was attempted and the patient subsequently decompensated into ventricular fibrillation requiring defibrillation. The ventricular assist device was implanted on (B)(6) 2022. The patient had runs of ventricular tachycardia since the ventricular assist device placement and was consulted by electrophysiology for recurrent ventricular tachycardia on (B)(6) 2022. Of the three episodes of ventricular tachycardia, two were terminated with anti-tachycardia pacing and the third required a shock from the patient's aicd. The patient was medicated with amiodarone due to the history of ventricular tachycardia, history of ventricular fibrillation, and internal implantable cardioverter defibrillator cardioversion on (B)(6) 2022 (which was day four post-operative ventricular assist device placement). On (B)(6) 2022 the patient had another cardiac arrhythmia resulting in the aicd defibrillating six times but was unsuccessful. Cardioversion was needed. The patient became hypotensive and had a seizure. The patient was intubated for approximately twelve hours for airway protection. While intubated the patient had an episode of ventricular fibrillation which required a single monophasic shock to return the patient to normal sinus rhythm. The patient also had an episode of ventricular tachycardia on (B)(6) 2022 which required one single monophasic shock and the patient returned to normal sinus rhythm. Abbott was notified and was going to interrogate the aicd. The patient was extubated. Diagnostic testing was performed. Head cat scan demonstrated no acute structural abnormality, stroke, or hemorrhage. The patient was alert and oriented to person, place, and time, followed commands, and moved all extremities spontaneously post extubation. Neurological consult showed that it was possibly a convulsive syncopal episode and less likely a seizure event. Routine electroencephalogram (eeg) showed no clear focal, lateralized, ictil or interictal epileptiform abnormalities. Additionally, that patient was noted to have a history of right ventricle (rv) disfunction. Post-operatively trans-esophageal echocardiogram revealed moderately reduced rv systolic dysfunction. The patient required epinephrine, milrinone, and flolan post-operatively. Flolan was weaned off on (B)(6) 2022. The milrinone dose was decreased on (B)(6) 2022. On (B)(6) 2022 the patient had an echocardiogram which revealed moderately reduced rv dysfunction with right atrium pressures of 15mmhg. On (B)(6) 2022 the patient was weaned off milrinone. On (B)(6) 2022 the patient was noted to have a suspected ileus. A nasogastric tube (ngt) was placed on (B)(6) 2022. On (B)(6) 2022 the patient had a bowel movement and improved abdominal pain. On (B)(6) 2022, a cat scan showed signs of an ileus. The ngt had bloody output. Endoscopy was performed and revealed a non-bleeding gastric ulcer possibly related to ngt trauma versus a mallory-weiss tear. This was treated successfully with 3 hemoclips and epinephrine.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction, lists bleeding as an adverse event which may be associated with the use of heartmate 3 lvas. Although it was reported that the patient has a history of cardiac arrhythmia and right heart failure prior to implant, these are also listed in the IFU as potential adverse events. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
In relation to the suspected ileus on (B)(6) 2022, the nasogastric tube having bloody output, it was confirmed that the source of bleeding was from the placement of the ngt. On (B)(6) 2022 the patient developed a hematoma to the left upper arm. The ultrasound revealed a 9.4x a 9.4 x 3.8 x5.5 acute hematoma with a heterogenous collection of fluid deep to the proximal bicep. On (B)(6) 2022 the patient underwent a repair of a left axillary pseudoaneurysm. On (B)(6) 2022 the patient underwent a wound repair and closure of the incisional wound with a wound vac placement. On (B)(6) 2022, it was reported that the cardiac arrhythmia resolved without sequelae. On (B)(6) 2022 bleeding was resolved without sequelae. The patient was not prescribed aspirin products when discharged and was to be transitioned to open label.